Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had no output following testing. It was noted that the device testing showed the correct numbers however after testing there was no output observed. There was no patient involvement.